Manufacturer narrative:
The results of this investigation concluded that cusps 1 and 3 each contained tears on their base and free edge. Cusps 1 and 3 also contained degenerative changes to the collagen. No acute inflammation or significant calcifications was found to be present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest that the cause of the tears or tissue degeneration was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. A cause for the reported event remains unknown.

Event description:
On (B)(6) 2013, a mitral valve replacement (mvr) was performed and this 27mm epic valve was implanted. On (B)(6) 2017, this valve was explanted due to leaflet tear. There was no severe calcification observed in the patient's native annulus. Another prosthetic valve (size and model unknown) was implanted and the patient has been in stable condition postoperatively. Per report, the epic sewing cuff was damaged during explant.